Manufacturer narrative:
Concomitant products 5076-45 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. Following the procedure, the system was determined to be functioning normally, however, the patient developed possible pulseless electrical activity (pea) and subsequently expired.